Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone and 4.2cm from the nosecone. The stent is no longer inside the sheath and did not return for analysis. The thumbwheel lock and pull rack are no longer in the manufactured position, which likely contributed to the unintended deployment of the stent. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that inadvertent deployment occurred. The 70% stenosed target lesion was located in the non-tortuous superficial femoral artery of the right lower limb. A 6 x 40 x 130 innova stent was selected for use. However, the stent automatically deployed when unpacked and before entering the guidewire. The procedure was completed with another of same device. There were no complications reported and the patient status post-procedure was stable.

Event description:
It was reported that inadvertent deployment occurred. The 70% stenosed target lesion was located in the non-tortuous superficial femoral artery of the right lower limb. A 6 x 40 x 130 innova stent was selected for use. However, the stent automatically deployed when unpacked and before entering the guidewire. The procedure was completed with another of same device. There were no complications reported and the patient status post-procedure was stable.